Event description:
It was reported that the patient presented in the physicians office after receiving inappropriate shocks due to oversensing of far-field p-waves. Decreased sensing and lead noise was also noted. X-ray revealed lead dislodgement. Twiddlers syndrome was suspected. The lead was explanted and replaced when repositioning was unsuccessful. There were no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.